Manufacturer narrative:
(B)(4). Method: the actual device was not returned. A lot number was not performed and a review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced nine different incidences, which were associated with separate units, involving seven different patients. This is the fourth of nine reports. Refer to 2026095-2016-00056 for the first patient. Refer to 2026095-2016-00057 for the second patient. Refer to 2026095-2016-00058 for the third patient. Refer to 2026095-2016-00060 for the fourth patient (second event). Refer to 2026095-2016-00061 for the fourth patient (third event). Refer to 2026095-2016-00062 for the fifth patient. Refer to 2026095-2016-00063 for the sixth patient. Refer to 2026095-2016-00064 for the seventh patient. Fill volume: 245 ml, flow rate: 5 ml. A report was received stating there was fast flow issue with the pump. The treatment time was expected to be 46-hours. The pump was started on (B)(6) 2016 at 13:15. The end time was (B)(6) 2016 11:00pm . The delivery time was 34-hours there was no reported patient injury.